Event description:
It was reported that pump displayed multiple temperature alarms while pump was charging and had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and tandem technical support arranged replacement pump and charging supplies.